Manufacturer narrative:
The complaint sample was discarded by the user facility. Therefore, a device eval could not be performed. The investigation is underway.

Event description:
It was reported that the pta balloon was difficult to deflate. Reportedly, after applying negative pressure for approximately 5 minutes the balloon deflated and was removed without further incident. Another pta balloon dilatation catheter was used to successfully complete the procedure. There was no vessel damage observed and no report of pt injury.